Event description:
Independent repair center: customer alleged unit will not start and the key failure is the valve is sticking.as stated on the repair statement additional malfunction on this device: short circuit in the power switch control panel.